Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed. The customer attempted to recover it without success, and drawer 2 remained stuck and would not come out. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had stuck and not coming out. A field service engineer inspected mini drawer 1.2, which failed to pop out during recovery. Customer identified that the mini drawer was rubbing against the middle metal divider. The issue was caused by the right-hand faceplate being positioned too far to the left, pressing against the mini drawers and causing misalignment. Both right and left faceplates were realigned, and the screws securing the faceplates were retightened. This resolved the issue, and the drawer was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was jammed. The customer attempted to recover it without success, and drawer 2 remained stuck and would not come out. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.